Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units on (B)(6) 2016, and the insulin gauge remained static at 105 units. The customer's blood glucose level was 122 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump and declined further assistance from tandem technical support